Event description:
During implant of a left ventricular assist device (lvad), bleeding was noted at lvad inlet housing. The center reported the blood ws leaking around the inflow collet where the ring meets the plastic; not where collet meets the cannula the ring meets the plastic; not where the collet meet the inlet valve housing. A manufacturer representative affirmed the cannula was placed all the way onto the valve housing and collet was tightened completely. The vad was exchanged with a back-up vad.